Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012 the reporter contacted animas to report that pump bolus history on (B)(6) 2012 totaled 4.2 units, but the record in the pump's total daily dose was 6.5 units. There was no adverse event associated with this issue. As the pump bolus history issue was not resolved, this complaint is being reported.

Manufacturer narrative:
(B)(4):a review of the bolus history, total daily dose history, and the black box all verify that the total amount of boluses performed on (B)(4) 2012 equaled 6.49 units. A normal bolus and an audio bolus were successfully performed and were accurately recorded in the pump history. There was no defect found on investigation. The complaint could not be confirmed or duplicated.